Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that on interrogation it was noted that there was a rise in impedance on the right ventricular (rv) lead approximately a year and a half ago. There was also no capture, and fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.